Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 60% stenosed target lesion was located in a mildly tortuous and non calcified third distal of the anterior descending artery and circumflex artery. In previous catheterization, stenosis with thrombus was noted in the middle third of the left coronary artery. Angioplasty was performed and a stent was implanted. After two guides crossed the distal lesion, pre-dilation was performed with a 2.00mmx30mm balloon catheter with modification of stenosis. An attempt was made to deliver a 2.50 x 24 synergy¿ drug eluting stent but advancing difficulty was encountered due to the narrowed lesion. The device was removed and it was noted that the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.